Manufacturer narrative:
H.6. Investigation summary: forty-one (41) samples and one (1) photo were provided by the customer for investigation. The samples were divided into four (4) baggies which were labeled with the bulk bag that the samples came from along with the number of samples in the baggie. All forty-one (41) samples were visually examined using unaided vision and were found to have epoxy drip over onto the needle hub. One (1) photo was also provided by the customer for investigation. The photo shows ten (10) needle hub assemblies with the needle shields removed. There appears to be a white substance on the needle hub assemblies. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review revealed that it was reported that issues with the cannulator were reported during the production of this batch which can lead to epoxy drip overs. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Bd acknowledges that the returned samples had epoxy drip over on the needle hubs. Bd has implemented the following actions in regards to epoxy splatters and drip overs: re-trained operators on 8feb2019 in regards to inspecting for epoxy drip overs and identify epoxy issues modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. As some of the actions were implemented after the production of this batch no further corrective or preventative actions will be taken. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of needle ns 30ga 1/2in bns yel hub tw euro experienced epoxy on/in needle during use. The following information was provided by the initial reporter: on 25-aug-2019, during incoming inspection for needles, lot#: 8290978, while checking a sample of 800 pcs, 41 needles found with epoxy splatters on the hub, from bags#: 013, 021, 022 & 030. The aql defined for spilled epoxy is 0.4, allowing up to 7 needles, while 41 needles found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle ns 30ga 1/2in bns yel hub tw euro experienced epoxy on/in needle during use. The following information was provided by the initial reporter: on (B)(6) 2019, during incoming inspection for needles, lot # 8290978, while checking a sample of 800 pcs, 41 needles found with epoxy splatters on the hub, from bags #: 013, 021, 022 & 030. The aql defined for spilled epoxy is 0.4, allowing up to 7 needles, while 41 needles found.